Event description:
It was reported to adac that imported images were reversed in the inferior/superior direction when the images transferred from the user's varian ximatron via dicom. No injury was reported as a result of this issue.